Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that they are having difficulties recharging there ins and did not increment after charging it for an hour. Patient also stated that replace controller battery soon displayed. Patient confirmed that there no visible damage to their equipment. Patient blew inside the controller port to clear any possible debris. Patient attempted to recharge the ins and the controller would not advance pass checking recharger. Patient said that it was difficult to find the ins when attempting to recharger. Patient confirmed that they were able to physically feel their implant. A replacement recharger (rtm) was sent out. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.